Manufacturer narrative:
Corrected data: in reviewing the initial MDR, it was noticed that the following information was inadvertently not provided, therefore, it is captured in this supplemental report: there was no incision enlargement and no sutures required in initial surgery. No other information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded toric ii monofocal intraocular lens (iol) was explanted from the patient's right eye due to a refractive surprise. Further information was provided, that the patient's distance vision is impaired which affected one or more daily activities prior to the surgery. Best corrected visual acuity (bscva) pre-operative (op): 20/30 and bscva post-op: 20/25. No further information was received.

Manufacturer narrative:
Section a4: weight: unknown/asked but not provided. Section e1: telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed 1 other complaint has been received for this production order number and the complaint issue is related, however, the issue could not be confirmed as a related to manufacturing. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. An attempt to obtain additional information was conducted, however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.